Event description:
It was reported that the user experienced recurrent hypoglycemia at least once to twice daily while using the ilet and frequently disconnecting during exercise, and the user treated lows with oral glucose tablets; no device alerts or alarms were reported, and additional training was provided. Symptoms included low blood glucose of 51 mg/dl. Outcomes included no hospitalization, with self-treatment using oral glucose. Investigation included customer interview, troubleshooting, and user education. Investigation of this case revealed the cause of hypoglycemia remains unclear. It was concluded that no device malfunction was identified and user factors, including exercise with pump disconnection, were relevant, with ongoing education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.